Event description:
The user facility reported a 60-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the sterile sleeve on the implanted impella 5.5 device was torn at the distal end during patient support. The staff was advised to place tegaderm to secure the sleeve and were informed that the system was no longer sterile. Support was continued with the implanted pump despite the noted issue. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) and the purge leak ¿ cassette has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the product damage issue and the of the purge leak - cassette issue was not determined since product was not returned for investigation.